Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found when the programmer was first turned on the screen was blank; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the lower case was worn; the system fan and power supply were noisy, and the stylus pen tip was loose; (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.